Event description:
Customer stated that the insulin pump alarmed button error. The blood glucose reading is 48 mg/dl. The paramedics were called to treat the low blood glucose. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.